Event description:
During an atrial fibrillation procedure, an error message occurred and the procedure was cancelled. There was an error message when connecting the ice probe. Another catheter was tried, as well as multiple reboots; however, the issue was unable to be resolved. The procedure was cancelled with no consequences to the patient.

Manufacturer narrative:
Additional information: review of the provided fsr found the results of the investigation are inconclusive and the device was not returned for analysis. The device history record review was completed by a representative from mindray. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported error message and subsequent cancellation remains unknown.